Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during a surgery, while driving the robotic arm to trajectory, the doctor was stepping on the vigilance device and the system detected that the vigilance device was released, even though this was not truly the case. After attempting to continue movement, with the user making sure to firmly step down on the pedal, the vigilance device released warning returned. After several more attempts to continue movement, the system shut down.

Event description:
It was reported that during a surgery, while driving the robotic arm to trajectory, the doctor was stepping on the vigilance device and the system detected that the vigilance device was released, even though this was not truly the case. After attempting to continue movement, with the user making sure to firmly step down on the pedal, the vigilance device released warning returned. After several more attempts to continue movement, the system shut down.

Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation confirmed that the shutdown occurred due to a shared memory issue and that there were several vigilance device failure. These issues were probably due to a vigilance breakdown, however the reason why the vigilance device released warning were displayed cannot be determined. Corrected/updated data: date of this report date received by manufacturer (investigation completion) if follow-up, what type device evaluated by manufacturer - evaluation code.